Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on 10-mar-2015, a medtronic representative went to the site to test the equipment. The umbilical cable was replaced with a new one. The imaging system then passed the system checkout and was found to be fully functional. The mvs interface cable assembly was returned to the manufacturer for analysis and an electrical failure was found. During testing, the cable failed both gbit and 100t, but passed the continuity test. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that during a spinal fusion procedure, they were unable to take a spin. The imaging system displayed an error message, ¿frame rates are below the recommended level.¿ during trouble-shooting, re-booting the system and re-seating the umbilical cable did not resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the procedure. There was no impact on patient outcome.